Event description:
His device read 223mg/dl while a clinic device read 76mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested returned of suspect device and replacement was sent.